Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred. Data was evaluated and the allegation was confirmed as transmitter fatal error was confirmed. The probable cause was determined to be transmitter fatal error. The reported event of an unknown transmitter issue is reportable based on the finding of transmitter fatal error. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A review of the share logs was performed and the allegation was confirmed as transmitter fatal error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a unknown transmitter issue is reportable based on the finding of transmitter fatal error. No injury or medical intervention was reported.